Event description:
Surgeon was using the cautery hand piece. He reported that the end of the cautery tip, "flashed with an open flame" for a brief instant. The cautery hand piece and tip were removed from the field and a new cautery hand piece and tip were used without incident. There was no harm to the patient.